Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "cassette not attached properly" alarm. No patient involvement.

Manufacturer narrative:
Additional information: no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "cassette not attached properly" alarm. No adverse effects were reported.